Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the lead and extension found each product was segmented and cut through with no significant anomaly. Analysis of the ins plug found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# 0208010756, implanted: (B)(6) 2014, product type: lead. Product ID: 7489-51, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3550-09, lot# 0207287657, implanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the angina patient experienced an ¿abscess due to infection after implantation.¿ the patient experienced ¿red spots¿ with ¿redness, swelling and pain over the device pocket and the incision in the back.¿ the patient had experienced the infection with a date of onset of the (B)(6) 2014. The issue reportedly occurred at the device pocket and lead location of the patient¿s left side implant. A culture of the patient¿s infection determined the cause to be staphylococcus aureus. The patient¿s device system was explanted and they were administered antibiotics as a result of the event. Additionally, the patient spent three days in the hospital following the incident. This reportedly ¿resolved¿ the patient¿s infection. There was ¿no technical dysfunction of the products¿ reported. The patient¿s device system was ¿working fine¿ and had ¿delivered the expected therapy¿ prior to explant. A supplemental report will be filed if additional information is received.